Event description:
A malfunction alarm with code 12 was reported, and its fault ID was identified. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided information on how to perform a reset. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction reoccurred. The customer confirmed understanding of the instructions.